Event description:
It is reported that after the surgeon implanted the stem, he tried to seat the head but the head would not seat. The surgeon noticed that the stem was loose and removed the stem from the cement mantle. The surgery was completed with different devices.

Manufacturer narrative:
The assembly showed that the femoral head had not fully encompassed the trunnion of the stem causing an appearance of not being seated. The device prints shows that when fully seated there is a 1/8 inch of the stem trunnion still exposed under the +7 mm femoral head. Likely causes for the stem being loose in the cement mantle are one or combination of the follow, but not limited to as this list is not fully exhausted: stem may have been wet in the cement not allowing the frictional forces to hold the stem properly, stem may have had fatty tissue on the stem not allowing the cement to hold on the stem properly, cement viscosity may have thinned in the femoral canal due to the increase amount of fluid, cement may have been freed from the stem due to motion of the stem while the cement was curing, cement may not have been fully cured at the time of the stem was found loose, there may have been voids in the cement allowing the stem to become loose. Cause cannot be determined. Evaluation: device history records indicate all components were manufactured and inspected to specification.